Event description:
Related manufacturing number: 2017865-2021-29684. It was reported that the patient presented to the emergency room. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture and noise. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced, while the rv lead was capped and replaced (B)(6) 2021. The patient was in stable condition.